Event description:
It was reported that patient complications occurred. The patient was on a prior regimen of aspirin (>= 72 hours) and antiplatelet medication other than aspirin (>= 72 hours) at the time of the procedure. The loading dose of 324 mg of aspirin was given prior to the procedure. The target lesion was located in the first obtuse marginal branch of the left circumflex artery (lcx). The target lesion was pre-treated using a 2.50 mm x 12 mm wolverine cutting balloon and non-compliant balloon angioplasty resulting in timi flow of 3. Following pre-treatment with the wolverine cutting balloon, ivus assessment revealed the presence of a dissection, with the type of dissection being a hematoma. The lesion was then successfully treated with a 2.50 mm x 20 mm agent dcb, a 2.00 mm x 12 mm bsc drug eluting stent, a 2.50 mm x 12 mm synergy xd drug eluting stent, and a 2.50 mm x 10 mm synergy xd drug eluting stent resulting in 0% residual stenosis with timi flow of 3. The patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.